Event description:
It was reported that the water could not flow during tube preparation.an intellagen tubing was selected for use. The water could not flow during tube preparation. No error messages displayed. It has been reported that the product functioned normally after the tubing was replaced. No mechanical issues with the tubing or pump have been reported. The procedure was completed successfully with another of same device. No patient complications were reported.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Correction to h11: additional manufacturer narrative it was initially reported that upon receipt at our post market quality assurance laboratory, this intellagen tubing set underwent flow testing. No obstruction of flow, leakage or connection issues were encountered with the device during flow testing. Product analysis could not confirm the reported event of tubing set insufficient flow or underinfusion. The investigation findings do not lead to a clear conclusion about the cause of the reported event; therefore, the most probable cause was unable to be established. The corrected additional manufacturer narrative is: the intellagen tubing set underwent flow testing. No obstruction of flow, leakage or connection issues were encountered with the device during flow testing. Product analysis could not confirm the reported event of tubing set insufficient flow or underinfusion.

Event description:
It was reported that the water could not flow during tube preparation.an intellagen tubing set was selected for use. During tube preparation, it was observed that water could not flow. No error messages were displayed and no mechanical problem with the tubing or pump was noted. The procedure was completed successfully with another of same device. No patient complications were reported. The device has been received and analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this intellagen tubing set underwent flow testing. No obstruction of flow, leakage or connection issues were encountered with the device during flow testing. Product analysis could not confirm the reported event of tubing set insufficient flow or underinfusion. The investigation findings do not lead to a clear conclusion about the cause of the reported event; therefore, the most probable cause was unable to be established.

Event description:
It was reported that the water could not flow during tube preparation. An intellagen tubing set was selected for use. During tube preparation, it was observed that water could not flow. No error messages were displayed and no mechanical problem with the tubing or pump was noted. The procedure was completed successfully with another of same device. No patient complications were reported. The device has been received, pending analysis.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The device has not yet been evaluated. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.